Event description:
As reported by the user facility: a nurse was bringing a new bag for infusion in the ICU when the pump threw an error from the emr. The medication being used was norepinephrine. This prompted the nurse to remove the tubing and reset the pump. However, when checking the screen to confirm the values, they encountered error 2042.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Preventative maintenance was performed.